Event description:
It was reported that the patient's pacemaker went into backup vvi mode. The pacemaker was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported event of unexpected mode switch was unconfirmed. The device was received in backup mode. The product code was reloaded to enable further testing. Post-reload analysis, including telemetry and pacing output, indicated that the pacer exhibited normal device characteristics. Analysis of the device image revealed that the backup mode was triggered by device reaching end of life (eol). Further analysis confirmed that battery fluctuations due to programmed settings caused device to reach below eol level. A longevity assessment was performed, and battery depletion was found to be normal based on device usage.